Event description:
It was reported that while walking with rollator, the end user fell and sustained a laceration to her head.

Manufacturer narrative:
It was reported that the end user was walking outdoors with the rollator and fell backwards while she was making a right turn. The son initially stated that he was not sure if his mother applied the brake while making the turn. He later stated the brake did not hold and that he felt the brake failure was the cause of the fall. She sustained a head laceration that required 6 staples. The sample was returned and evaluated. Visual inspection identified signs of external impact to various locations on the wheels and also to the caster fork assemblies. The right rear wheel rim was slightly bent. The right brake was tested and functioned properly. The left brake was out of adjustment. No mfg defect was identified during the sample eval.